Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with mild diabetic ketoacidosis (dka). The patient's blood glucose levels reached 23 mmol/l (414 mg/dl). The pod was reportedly leaking while worn on the arm for between 4 and 24 hours. Symptoms reported include vomiting and feeling sick. The pod was removed prior to leaving for the ER. The patient was treated with insulin and fluids utilizing intravenous therapy. A new pod was applied at the ER once the bg levels stabilized. The patient was released after four and a half hours.